Manufacturer narrative:
(B)(4). The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump "may be defaulting to the medical surgical care area instead of the critical care area selected by the nurse" during therapy. While attempting to run an IV of hydralazine (programmed amount and delivery rate unknown), the customer stated that the nurse had to program the device in basic mode rather than using the ders menu, the "drug was not in the care area". The nurse was selecting the critical care menu but the hydralazine option was not available. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.